Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that the autopulse lifeband's strap was twisted. Customer took the lifeband out of service. No patient involvement was reported. No further information was provided.